Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button anomaly and motor errors. The customer's blood glucose value was unknown. Customer stated insulin pump has rejected new battery. Customer stated that insulin was squirting during priming and was louder during rewind with motor sounds labored. Customer reported that buttons were less responsive and were harder to press also button to the left sticks, sometimes customer has to press buttons twice. Customer stated insulin pump had motor errors when out of insulin and then motor errors once customer filled reservoirs. The device will not be returned for analysis.